Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The hakim valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim valve was implanted in a pediatric patient via v-p shunt on unknown date with unknown setting. On (B)(6) 2021, the patient hit his head and next day, over-drainage occurred, and the patient was experiencing headache and vomiting. When confirmed by MRI, it was a slid-like ventricle, then the set pressure was increased from 130 mm to 170 mm, but the patient's symptoms did not improve. Currently watching the situation with a set pressure of 200 mm.